Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 24 hours. Symptoms reported include hyperglycemia, vomiting, nausea and feeling light headed. Once at the hospital the patient was treated with intravenous fluids as well as an insulin drip. The patient was in the intensive care unit for a day before being placed in a regular hospital room. The patient was prescribed reglan (25 mg) and protonix (40 mg) as well as zofran (4 mg). The patient was discharged from the hospital after 4 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.